Event description:
Facility nurse complaint of erratic blood results. Nurse, (B)(6) is calling on behalf of diabetic student. The states the student feels well and requires no medical attention. Customer's expected blood results are 130-150mg/dl fasting. Verified the strips expire 11/23/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 234mg/dl (B)(6) 2015 07:35:00 am fasting:yes. 125mg/dl (B)(6) 2015 12:41:00 pm fasting: yes. 95mg/dl (B)(6) 2015 02:35:00 pm fasting: yes. 71mg/dl (B)(6) 2015 02:35:00 pm fasting: yes. 228mg/dl (B)(6) 2015 02:34:00 pm fasting: yes. Nurse states that she was using a previous vial of strips which also was reading erratically last week. The vial was discarded and she stated the use of this new vial today which shows the same problem. Based on error grid analysis of the back to back meter results obtained from the meter memory 71mg/dl and 228mg/dl, the complaint is reportable (zone c/d). No adverse event reported.

Manufacturer narrative:
Internal report (B)(4). Product not returned. Most likely underlying root cause: user's misunderstanding of erratic results.